Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power error detected and power loss alarm. The customer blood glucose level was unknown. The customer stated pump manually shuts off and got battery failed. Troubleshoot was performed for power loss alarm. Customer has received multiple power loss alarms when batteries are out of the pump less than 10 minutes. The customer was assisted with troubleshoot. Customer has not previously called to report power error detected. The customer states that notification light did not stop flashing immediately. The customer could not complete with troubleshoot for power error detected. The insulin pump will not be returned for analysis.